Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be confirmed when the tear occurred or if it contributed to the reported event. The timing and cause of the damage is unknown. Timeouts were observed in the downloaded data. Timeouts corrected themselves and from the data it can be concluded that the ratchet gear kept rotating the entire time. Drive mechanism was examined and found to be free of damage and deficiencies. It can be concluded that the timeouts did not affect insulin delivery. No other damages or defects were found with the device.

Event description:
It was reported that the patient's blood glucose level rose to 400md/dl while wearing the pod for 5 hours on the hip. As treatment, a new pod was applied. Investigation of the pod found a tear in the cannula. The device was originally noted as leaking insulin during wear.

Manufacturer narrative:
Updated h11 - additional MFR narrative. From - the exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be confirmed when the tear occurred or if it contributed to the reported event. The timing and cause of the damage is unknown. Timeouts were observed in the downloaded data. Timeouts corrected themselves and from the data it can be concluded that the ratchet gear kept rotating the entire time. Drive mechanism was examined and found to be free of damage and deficiencies. It can be concluded that the timeouts did not affect insulin delivery. No other damages or defects were found with the device. To - the exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be confirmed when the tear occurred or if it contributed to the reported event. The timing and cause of the damage is unknown. Timeouts were observed in the downloaded data. Timeouts corrected themselves and from the data it can be concluded that the ratchet gear kept rotating the entire time. Drive mechanism was examined and found to be free of damage and deficiencies. It can be concluded that the timeouts did not affect insulin delivery. No other damages or defects were found with the device. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.